Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons were harder to press and sticking. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that hairline fracture on body of the insulin pump and hazy screen. The insulin pump always not receiving low reservoir alert and alarmed unexplained no delivery alert. The insulin pump will not be returned for analysis.